Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. Post operatively, the pt returned due to a leakage, it was found the clip fell off. Unknown specifics of this case or pt consequence.